Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision procedure 23 years post-implantation due to metallosis. During the revision, it was noted that there was a large defect in the acetabular component, and the metal and poly liners were disassociated. And the surgeon noticed a significant amount of black fluid and tissue which was believed to be metallosis in the patients hip joint. The femoral stem was left intact and all other components were replaced. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part: unk liner, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04127.

Event description:
It was reported patient has been indicated for revision due to possible disassociation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.